Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the impedance trend from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The most recent measurements were between 100 and 250 ohms. Previously in 2022, the device had exhibited out of range shock impedance measurements (greater than 200 ohms) when multiple inappropriate shocks were delivered due to over-sensed myopotential noise. Ts recommended performing x-ray imaging to verify the system placement, as well as performing isometric testing at the next in-clinic follow-up appointment to assess the system integrity to ensure effective therapy delivery. Potential low-energy shock testing was also discussed. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the impedance trend from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The most recent measurements were between 100 and 250 ohms. Previously in 2022, the device had exhibited out of range shock impedance measurements (greater than 200 ohms) when multiple inappropriate shocks were delivered due to over-sensed myopotential noise. Ts recommended performing x-ray imaging to verify the system placement, as well as performing isometric testing at the next in-clinic follow-up appointment to assess the system integrity to ensure effective therapy delivery. Potential low-energy shock testing was also discussed. Recently, the physician performed 80 joule synchronous shock testing which resulted in an impedance of 176 ohms. Ts noted that this elevated impedance may expose the patient to suboptimal therapy conversion. Recent x-ray images were also reviewed, which confirmed that the system placement could be further optimized to lower the impedance. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.